Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the single occurrence of a system fault error message (sf 189) indicating the pneumatic block lost communication with the main processor. In-house testing could not reproduce the reported event. Based on previous investigations of similar complaints and all available evidence, the investigation determined that the reported event was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189). There was no patient injury reported as a result of this incident.